Event description:
It was reported that the right ventricular lead was explanted and replaced due to unacceptable thresholds. No patient complications have been reported as a result of this event. The atrial lead was returned to the manufacturer after being explanted due to low impedance. It subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; distal segment returned and analyzed. Outer insulation breached depression; distal segment returned and analyzed.